Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis. The modular head was removed and replaced. Legal counsel for the patient reported the patient underwent an aspiration on (B)(6) 2014. Procedure report noted dark yellow fluid. The patient was revised on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted gray fluid consistent with metallosis, necrotic bursal tissue, necrotic abductor, no discoloration or corrosion, and well-fixed cup were noted during the procedure. The head was removed and replaced and a poly bearing was implanted. Subsequently, the patient reported hip pain on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis. The modular head was removed and replaced.